Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump was programmed, fix prime with water reservoir the water did exit the infusion set. No delivery anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was receiving a no delivery alarm on the insulin pump. Caller stated that she took it apart and primed it. Customer stated that the insulin is coming through the tubing. Caller did a test bolus and she got a no delivery. Caller stated that she thought the insulin was gathering on the side of the needle but not coming out properly. Customer's current blood glucose was 556 mg/dl. Customer's blood glucose was 156 mg/dl during the incident. Customer stated that his limbs were tightening. It was explained that the alarm was caused by an infusion set or reservoir occlusion. Customer changed the tubing and gave a bolus of 14 units. Customer reported that he unhooked the tubing and no insulin came out. Customer was given 5 units of insulin with an insulin pen before the set change. The pump passed the high pressure test and the customer rewound the pump. Customer got another no delivery alarm during fill tubing.